Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the date of the initial procedure? No date but it was approx. 4 separate cases . What tissue was the stratafix symmetric suture used on? Fascia what was the condition of the tissue where suture was used (normal, diseased, weakened)? Possibly weakened as he usually sees patients on medicaid. Was the fixation tab intact when the suture was placed in the patient? Unsure where did the suture start (top to bottom or bottom to top)?. Top to bottom. When suturing with stratafix symmetric, how far was the bite from the edge of the tissue? Unsure were any solutions used during closure (ie antimicrobial)? No did the patient experience a dehiscence? Yes one of the patients. What post op date did the patient present with infection? Unsure were any cultures taken of the wound? No attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the lot number? Did the patient have a second procedure to wash out the wound? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? Was the suture found intact and tissue pulled away from suture? What is the current condition of the patient?

Event description:
It was reported that a patient underwent total knee replacement on unknown date and barbed suture was used. The patient experienced wound infection on unknown date. On an unknown date the wound was washed out and the patient was treated with antibiotics. The current condition of the patient is unknown. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). The following information was requested, but unavailable: can you identify the lot number? Did the patient have a second procedure to wash out the wound? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? Was the suture found intact and tissue pulled away from suture? What is the current condition of the patient?